Manufacturer narrative:
This report is submitted on october 2, 2019.

Event description:
Per the clinic, the patient had recurrent skin irritation at the abutment site which was treated with a topical steroid. The implant remains in-situ.